Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, on the first firing with a green cartridge, upon firing the device, the staples were malformed. The surgeon had completed two firing stokes, went to pull the third stoke, and the device locked and would not open. The surgeon jiggled with the trigger and then used the reverse knife blade button to release the device. No other details provided. There was no adverse patient consequence.